Event description:
During a hiatal hernia surgery, while performing a fundoplication, one of the arms froze. The team disconnected and reconnected the arm in order to perform a reset. This action caused all of the arms to freeze, and as a result the team converted to a laparoscopic procedure. After the arm was reset and calibration was successfully completed, all of the arms became operational again; however, the surgical team chose to continue laparoscopically and did not re-dock the robotic arms. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2.3 (event date), b5 (event description), e1 (facility name address), b2.6 (annex b, c, d and g) device evaluation: medtronic led an evaluation of the field service notes and associated device data logs for the reported arm cart assembly. Review of the field service noted the arm cart assembly froze due to a force measurement error code 'robotic arm_joint 5 (ra_j5) force measurement invalid' at joint 5. The arm cart assembly also had a communication/recognition failure possibly related to a faulty z-slide or pinch sensor. The z-slide and pinch sensor a.5 were replaced and after service the arm cart assembly was found to be fully operational. Evaluation of the device data logs indicate that the arm cart assembly experienced a non-recoverable ethercat failure due to the interface issues at the ra-j5/instrument drive unit interface. The arm cart assembly was restarted and recovered successfully. The arm cart assembly was placed into a hard stop state as a result of the errors. The logs also show an error code of 'instrument/instrument drive unit communication or recognition failure'. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit. This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a hiatal hernia surgery, while performing a fundoplication, one of the arms froze. The team disconnected and reconnected the arm in order to perform a reset. This action caused all of the arms to freeze, and as a result the team converted to a laparoscopicprocedure. After the arm was reset and calibration was successfully completed, all of the arms became operational again; however, the surgical team chose to continue laparoscopically and did not re-dock the robotic arms. There was no patient injury.